Manufacturer narrative:
Investigation summary: it was reported that a 53-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. At the start of the procedure, there was no effusion at baseline. Magnetic distortion was observed because the grounding pad was close to the patches. During the ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Anesthesia started to give neo to keep the patient¿s pressures stable. Pericardial window was performed to relieve the 450 ml of blood from the pericardial sac. A drain was left in place. The pericardial window was performed because of the location of the blood in the sac was posterior and needle used in a pericardial tap would not have reached. The patient was reported to be in stable condition after surgical intervention. Extended hospitalization was required as a result of the adverse event. Twenty-four hours post-procedure, the patient was reported to be fully recovered. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30093931l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - merit medical heart span transseptal needle- module #(B)(4) ; preface sheath, us catalog #: 301803m, lot #: unknown. (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. At the start of the procedure, there was no effusion at baseline. Magnetic distortion was observed because the grounding pad was close to the patches. During the ablation phase, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). Anesthesia started to give neo to keep the patient¿s pressures stable. Pericardial window was performed to relieve the 450 ml of blood from the pericardial sac. A drain was left in place. The pericardial window was performed because of the location of the blood in the sac was posterior and needle used in a pericardial tap would not have reached. The patient was reported to be in stable condition after surgical intervention. Extended hospitalization was required as a result of the adverse event. Twenty-four hours post-procedure, the patient was reported to be fully recovered. The physician did not attribute the causality of the adverse event to the biosense webster inc. Product. Transseptal puncture was performed with a merit medical-heart span transseptal needle ((B)(4)). A biosense webster, inc. Preface sheath (301803m, 8f) was used during the procedure. The generator was used in power control mode with a posterior wall cut-off at 35 watts and anterior wall cut-off at 40 watts. The power did not titrate during the ablation. Visitag was set for 25 seconds time out. The parameters noted during the procedure included temperature of 26-28 degrees, impedance of 130 ohms and power of 35-40 watts. The catheter irrigation was set within normal values at 2ml/min while in the body and 8/15 ml/min depending on the watts applied. There were no impedance jumps, temperature issues, or any issue during transseptal puncture. The patient received anticoagulant (heparin). The activated clotting time (act) was above 250-275 seconds.